Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd unknown pivc needle did not retract. The following information was provided by the initial reporter: bd peripheral IV catheter with blood control technology bled when attempting to withdraw the needle. Also, the needle got stuck and did not retract until it was almost completely withdrawn from the catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. No demographic information on the regulatory document provided; (B)(6) used to populate the state.